Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a patient implanted with strata valve as part of a vp shunt has experienced multiple inadvertent pressure-level setting changes ever since (B)(6) 2013 when she was around a large magnet that caused her valve to change settings. She stated that for the first year, the valve was implanted, it did not have any inadvertent level changes. The patient also said that the staff at her neurologist's office seem to have trouble adjusting the valve and "they can't quite get it on the right setting on the first try." They told the patient that the readings of the pressure-level setting bounce around a lot. The neurologist does not take x-ray confirmations of the valve's pressure-level setting to make sure it is on the right setting. It was also reported that the patient had experienced nausea and headaches due to the level changes. The patient was planning to visit her implanting neurosurgeon to get the valve checked out.